Event description:
It was reported by service report that the head left and right side rails are broken both electrically and mechanically not locking in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Side rail latch mechanism damaged.